Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, parts were ordered. No further repair information is available.

Event description:
The customer reported that the cine function was inoperable. No patient injury was reported.